Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer successfully performed independent troubleshooting by wiping the cartridge load area with an alcohol wipe, found no damage or debris, and was able to load the cartridge onto the pump and resume insulin use with the existing cartridge.